Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -05.00 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise and monocular diplopia (double vision). The lens was exchanged for a toric icl lens and the problem was resolved. The cause of the event was unknown, there was some residual refractive error, but even with glasses the patient had monocular diplopia, very small peripheral pi unlikely cause. The eye is normal and acuity and symptoms improved.